Manufacturer narrative:
The lens was received with two distorted haptics and gross contaminination on the optic. Results of our inspection found no manufacturing defects. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens was removed and replaced without complication due to the patient's intolerance of the halos and glare he was experiencing.